Event description:
Related manufacturing reference number: 2017865-2023-25404 related manufacturing reference number: 2017865-2023-25403 it was reported that the patient presented in clinic due to an unspecified infection. It was noted that there was vegetation on both the right ventricular (rv) and right atrial (ra) leads. The entire implantable cardioverter defibrillator (ICD) system was explanted. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of infection was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. As received, a partial lead was returned in two pieces for analysis. Final analysis found an external insulation abrasion caused by friction to the device can which was noted at 12.9cm to 13.1cm from the connector pin. The insulation abrasion breached the rv cable lumen with no damage noted to the etfe cable coating.